Event description:
It was reported "patient had triple lumen cvc inserted on (B)(6) 2025. On (B)(6) it was noted to be leaking from the medial cvc line when being flushed." The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(40 the customer provided one video for analysis. The video shows the catheter in use on a patient with a confirmed leakage from the medial extension line. The location of the leakage was noted to be near the juncture hub. It was also noted that the slide clamp was activated on the medial extension line. The customer returned one 3-lumen cvc catheter for analysis. Signs of use were observed on and within the catheter. Visual analysis revealed that there was a cut on the distal end of the medial extension line, close to the juncture hub. This location appeared consistent with the leak noted from the customer-provided video. Microscopic examination confirmed the damage and revealed that the edges were smooth/uniform and angled, which is damage consistent with contact with a sharp instrument (i.e. Scissors, needle bevel, scalpel, etc.). No other defects or anomalies were observed on the returned catheter. The cut in the medial extension line was measured 4mm from the juncture hub. The catheter length from the juncture hub to the distal end measured 218mm, which is within the specification limits of 207mm - 227mm per catheter product drawing. The medial extension line outer diameter measured 0.0861", which is within the specification limits of 0.084" - 0.088" per the medial extension line extrusion product drawing. The medial extension line inner diameter measured 0.056", which is within the specification limits of 0.055" - 0.059" per the medial extension line extrusion product drawing. The catheter was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was attached to each extension line. The proximal and distal extension lines flushed as intended without signs of leakage. The medial extension line had a confirmed leakage from the location of the cut. A manual tug test confirmed that all three lines were secure within the respective luer hubs. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a leaking extension line was confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed a leak from a small hole on the medial extension line. Microscopic examination revealed that the edges of the hole were smooth/uniform and angled, which is damage consistent with contact with a sharp instrument (i.e. Scalpel, scissors, etc.). Despite the damage, the sample met all relevant dimensional requirements. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "patient had triple lumen cvc inserted on (B)(6) 2025. On (B)(6) it was noted to be leaking from the medial cvc line when being flushed." The patient's current condition is reported as "unknown."

Manufacturer narrative:
Qn#(B)(4).